Event description:
A renagade hi flo catheter was being prepared for use in a therapeutic procedure. The catheter was reported to be stuck to the packaging. The engineering evaluation revealed the outer layer of the unit was broken 5.5 centimeters from the hub with the inner braid exposed.